Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead is part of an implanted system (with device (B)(4)) that exhibited a high out of range shock impedance measurement. This measurement was noted to have been trending high since implant and had fluctuated regularly. Because this is a single coil lead and all other measurements were normal, boston scientific technical services (ts) concluded that the high shock impedance was unlikely to be due to a lead issue. Rather, it is suspected that the high impedance is due to the single coil lead configuration and the shock test methodology used in cognis and teligen defibrillators. No revision procedure will be performed and all products will remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.